Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was unstable and bleeding after left ventricular assist device implantation. The patient received multiple blood products and was taken back to the operating room the next day for mediastinal exploration. The aortic valve was sewn shut and the patient was extubated on (B)(6) 2019. The patient was awake and nodding to questions following extubation. No further information was provided.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.